Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit had a bad reusable helium tank that was leaking. The fse replaced that with a reusable tank. There was no charge for this tank because it was not full. The fse also stated that a broken blue fiber optic connector was found and replaced. The fse then tested the unit and performed a complete system checkout. The unit passed all testing and was cleared for clinical use. The unit passed all leak testing with new tank.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.